Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the adhesive part of the objective lens was peeled off. In addition, the curved rubber adhesive was missing. Lastly, scratches were found on multiple components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the endoeye flex deflectable videoscope bending section cover adhesive part was chipped. During a standard service inspection of the customer returned device, the adhesive part of the objective lens was peeled off. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.